Manufacturer narrative:
UDI: (B)(4).investigation results a fully constrained wallflex¿ biliary rx stent and delivery system was returned for analysis. Visual evaluation found the outer sheath bent at the stent location and proximal to the guide wire port. The inner shaft protruded from the guidewire port and was broken into two pieces inside the sheath. Functional analysis found the stent could not be deployed using the deployment handle. However, the stent was successfully deployed by pulling the tip of the delivery system after the sheath has been cut proximal to the guidewire port. No damage was noted to the tip and to the stent profile. Another cut was made in the sheath that was still attached to the handle, removing approximately 300mm bend in the sheath. The handle was actuated without resistance. The damages noted with the device were consistent with the application of force during deployment. Taking into consideration the evaluation conducted at the complaint investigation site and the details of the event, the most probable root cause classification for the reported failure is operational context.

Event description:
It was reported to boston scientific corporation on july 11, 2016 that a wallflex biliary rx 10x80 stent was to be used to treat a 4 cm malignant stricture in the distal duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was not tortuous and has not been dilated prior to stent placement. During the procedure, the wallflex biliary rx 10x80 stent failed to deploy. The wallflex biliary rx 10x80 stent was removed from the patient and the procedure was completed with a wallflex biliary rx 10x60 stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the inner shaft was broken.